Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2015 was returned to conmed for evaluation. Visual inspection found the unit was received in one piece with all components in place and the cervical cup and intrauterine balloon found on the manipulator tube. However, the cervical cup was on the distal side of the shrink band and the intrauterine balloon was loose on the end of the manipulator tube. In this instance, it appeared that the cervical cup and intrauterine balloon had detached and were incorrectly placed back on the manipulator tube by the customer. Further inspection found an adequate amount of adhesive appeared to have been applied to the intrauterine balloon and manipulation shaft. It was also noted that the locking mechanism was still tightened onto the manipulator tube, which indicated it had not been released prior to removing the device from the patient, as directed in the IFU. Also attached to the manipulator tube was an unknown inflation device, presumably to help prevent loss of peritoneum. Measurement of the returned components confirmed all dimensional were within specifications and no product defects were identified during examination. In this instance, evidence suggests that the most likely cause of this reported problem is user error for not releasing the "locking mechanism" of the device and/or application of force during manipulation of the device which exceeded the pull off strength of the cervical cup/intrauterine balloon. A review of the DHR could not be performed, as the lot number provided (1104131) was invalid for this version of vcare ii, item #60-6085-202. This version was not produced until 2012. A 2-year review of product history for this device family showed a total of 33 similar reports of vcare component separation inside the patient. (B)(4). It should be noted, of the thirty-three (33) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient.

Event description:
On 13-apr-2015, conmed received the user voluntary medwatch report(B)(4) forwarded by the FDA. Listed below is the information provided on the medwatch report. "When removing the manipulator, the green end piece dislodged and was separated from the device and was left in the patient's vaginal canal. It was then discovered and removed by the doctor. No harm to patient in this case". Despite numerous contacts, the end-user facility has not answered any requests regarding information surrounding the event. To date, there has been no additional information received regarding the patient's latest condition or indication that any long term adverse effect has occurred.

Manufacturer narrative:
This supplemental report corrects a minor discrepancy in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between (B)(6) 2015 and (B)(6) 2017. This review was performed in accordance with a pre-approved protocol, conmed document #(B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. Correct catalog information was added.